Event description:
Customer stated that the top part of the numbers are not showing on the display. The customer was asked to return the meter for evaluation and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.